Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018; animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: review of the black box data revealed the data from the date of the alleged issue had been overwritten due to continued use of the device. The available black box data did not have any records suggestive of a battery life issue. On investigation, the returned battery cap and pump were both intact and without damage. The pump powered on normally and was exercised for 24 hours without any issues regarding power or battery life. The electrical current draws were evaluated and noted to the within specifications. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not confirm nor duplicate the complaint. The pump was found to be operating as intended and without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.